Event description:
It was reported that stent damage occurred, and the procedure was cancelled. Vascular access was obtained via radial artery. The 80% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. However, when attempt was made using double wire technique, it was noticed under fluoroscopy that the distal stent struts were broken. The device was pulled out with guiding and the procedure was cancelled/rescheduled. There were no patient complications reported and the patient is stable.